Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during dwell. During troubleshooting, fluid was noted on the floor and it was discovered that the connection with the heater bag had come loose. The power was cycled to clear the alarm. The patient would finish therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is confirmed because a loose connection is a known cause of this type of alarm. The cause for the loose connection was not determined, should additional relevant information become available, a follow-up report will be submitted.